Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was powering off during use. The following complaint was classified based on information obtained from the customer care advocate (cca) as the customer was not available for follow-up when the medical surveillance specialist (mss) attempted. The patient alleged that the power issue occurred on (B)(6) 2014 at an unspecified time. The patient detailed that she manages her diabetes with a combination of levemir insulin and metformin pills and reported that on (B)(6) 2014, she consumed less food or drink than usual, in response to the alleged power issue. The patient reported that two days after the alleged issue occurred, she developed symptoms of ¿shaking¿ and ¿sweating, however, denied receiving any medical treatment. During troubleshooting the cca noted that the meter battery needed to be replaced, however the patient did not have a replacement battery at the time of call. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms of severe hypoglycemia after the alleged meter issue occurred.

Manufacturer narrative:
Follow-up # 1 ¿ (10/16/2014), the patient¿s meter has been returned on 9/30/2014 and evaluated by lifescan product analysis on 10/7/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.